Event description:
It was reported that during an arthroscopy, the insulation coating of werewolf wand shaft peeled off. No coating fell inside of the patient. The procedure was completed with five minutes of delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H11 the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information was received stating that non-functional wand will not likely cause or contribute to death or serious injury nor necessitate medical or surgical intervention. This event resulted in a minor delay while a backup device was obtained to continue with the procedure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.